Event description:
It was reported to the manufacturer, by end user, during a pt transfer, the lift came loose and would not hold pt in lifted position. The pt was lowered to the floor. The pt did not fall directly to the floor; the user reported having time to place cushions on the floor before the pt completely lowered. The reported incident happened approximately (B)(6) 2012 while transferring pt from wheelchair to bed. Follow-up revealed no pt injury occurred. Attempts to obtain additional information have been ineffectual and the device has not been returned to the manufacturer as of this writing. Complaint (B)(4) and ra (B)(4) was entered into system to retrieve the device for in-house evaluation.

Manufacturer narrative:
Joerns is sending report to lift manufacturer; in addition will be sent to (B)(4) contact.